Manufacturer narrative:
The investigation has been completed. Based on the analysis, the reported cartridge change error was verified. The reported occlusion alarm was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change error messages occurred when the customer attempted to load multiple new cartridges. Additionally, the customer believed the fill estimate was inaccurate. However, after troubleshooting with tandem's technical support (cts), the customer understood that the fill estimate was accurate. The customer reported receiving an occlusion alarm. Cts had the customer perform a system check and the occlusion was possibly related to the cartridge. The customer reported a blood glucose (bg) level as high as 257 mg/dl and the bg level was addressed with a manual injection. Reportedly, the customer had manual injections as alternate insulin therapy.